Event description:
Device 1 of 3. Reference MFR report #: 1627487-2013-05404, 05405. The pt had four leads. Two leads were from the same lot (for off-label use). The other two leads were from the same lot (for FDA approved use). It was reported the pt had lost stimulation due to the leads (for off-label use) migrating. It was also reported the pt did not receive adequate coverage from the leads for FDA approved use. The pt also did not recharge the ipg as recommended and it became non-functional. As a result, the leads for off-label use were explanted. The leads for FDA approved use were explanted and replaced with different model leads. The ipg was also explanted and replaced with a different model. The doctor also elected to explant the pt's extensions.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.